Event description:
The event involved a transpac® IV monitoring kit w/03 ml squeeze flush device, 60" (150cm) red stripe pressure tubing and 3 way stopcocks where it was reported there was a bad weld between the tubing and the cap that screws onto the catheter. Break in sterility. Possible hemorrhage. The status of the product at the time of the event was during use. There was no harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
The following was received from the customer for investigation: one used list #011-46108-63, transpac® IV monitoring kit w/03 ml squeeze flush device, 60" (150cm) red stripe pressure tubing and 3 way stopcocks; lot #13597024. The reported complaint of separation was confirmed on the returned set. During visual inspection, the 12" pressure tubing was received separated from the male luer. Insufficient adhesive coverage was observed on the end of the tubing. The end of the tubing was not tacky. The probable cause of insufficient adhesive coverage between the pressure tubing and the female luer had occurred due to an error during the manufacturing assembly process. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.